Event description:
It was reported that the asymptomatic patient presented in clinic with intermittent high pacing lead impedance, undersensing and reproducible noise. The lead was explanted and replaced. The physician suspected that the lead was not making proper contact with the myocardium. The patient was stable before, during and after the procedure.